Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after insertion of the intraocular lens (iol) into the patient's right eye, the haptic bent/broke. It was stated that the incision was enlarged and the lens was removed and replaced within the same procedure. The outcome did not significantly interfere with the patient's daily life activities. The patient has recovered. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that both lens haptics were observed distorted and one of the haptic was broken. The lens condition is consistent of a lens that was explanted from the patient¿s eye. Evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) was detected, indicating the device is handled and prepared for surgical use. A review of the directions for use (dfu) was conducted. The dfu adequately provides precautions for sensar iol. When the implantation system is used improperly, the haptics of the sensar lens may become crimped or broken. The manufacturing record review was performed. The lenses were manufactured within specifications. The units were released according to specification. All pertinent information available to abbott medical optics has been submitted.